Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the timing was disrupted timing. The handle was opened and there were scratches and marks indicating a tool was used to pry open the welded handle. The black handle was broken away from the body and could not be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the jammed unit is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Replication of the broken handle may result from rough handling of the unit during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during laproscopic bilateral inguinal hernioplasty, the handle got stuck after firing 2 or 3 tacks from the protack and the surgeon was not able to fire later. The surgeon took a fresh device and completed the procedure. No injury to the patient.